Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit will not boot. A getinge field service engineer (fse) replaced assy helium reservoir (0997-00-0565) and pneumatic module assy (0997-00-1178) to resolve the issue. Patient involved and no harm reported. Preventive maintenance (pm) services completed. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: pn: 0997-00-1178, pneumatic assy. Module and 0997-00-0565 helium reservoir. These parts were received with a reported unit failure message of unit will not boot and blood in unit, fault 124. Performed visual inspection of these parts received and observed blood in pneumatic assy. Module tubing and saline on safety disk port. Please see attached picture of pim. Helium reservoir looks in good condition. Due to blood in tubing of pim, the fat dept. Cannot be investigated this part further with cardiosave test fixture. Installed the helium reservoir into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of unit boot up problem, fault 124 for helium reservoir. Helium reservoir passed testing. Retaining both parts in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformance with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) will not boot. There was no harm reported.